Event description:
No additional information provided.

Manufacturer narrative:
1.DHR review. The complaint lot 3353673 gauge is 20g, assembly at auto line4 at (B)(6) 2024, lot quantity is (B)(4), the product is with the expiry date. Review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the assembly record, there no nonconformities, deviations or rework activities for this lot product. 2. Sterilize rvw exempt rationale: checked all complaint lot of the batch record, raw material processes no changes. The sterilization process is normal, the bi sterility test passed, and the eo residue test passed, the product met the requirement of bi sterility test before released, see the attachment (B)(4); 3. Not able to confirm the indicated failure mode since was not received defective unit sample or photos. 4. According to preview ma feedback, there are many factors that cause the skin redness and wellness. Common is mainly caused by drug infusion (including configuration solution). Other possible related factors include: ¿puncture through the blood vessels was not found in time, resulting in leakage or small hematoma caused by local swelling. ¿disinfection during operation is not strict and causes infection. ¿some drugs may cause skin redness and wellness. ¿the physical reasons of the patient itself. 5.no related defect complaint from same lot, cannot identify it related with production. Conclusion no found any abnormal for the assembly & sterilization process and production line and the production environment initial bacterial contamination monitor no found any abnormal. Not able to confirm the indicated failure mode since was not received defective unit sample or photos. Same lot no same defect complaint, so cannot identify the root cause related with production.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc caused phlebitis. At around 14:40 on june 11, 2024, a neurology nurse injects a contrast agent into the patient using a closed intravenous indwelling needle to complete the imaging. At 8 a.m. The next day, the nurse during the ward round found that the patient's puncture site where the indwelling needle was inserted yesterday was red and swollen and there was pus leaking out. The patient also expressed extreme discomfort and pain. After examination and diagnosis, it was found that the patient had phlebitis caused by the indwelling needle. At 8:05, the nurse used iodine disinfect the patient's puncture site on the 11th, wait for it to dry, and apply baiduobang ointment to the wound at 8:10 for treatment. At around 8 a.m. On the 13th, the redness and swelling at the puncture site of the patient significantly subsided, and the discomfort and pain were greatly relieved, and the patient reported the adverse event immediately.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.